Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
While the customer was in hospital cardiology intensive care unit, a nurse unfamiliar with the infusion device inadvertently gave the customer 300 iu of insulin while changing the insulin cartridge. The customer was treated with IV 5% glucose serum, had control blood glucose test every fifteen minutes. The treatment was given by doctor and nurse. A request was made for the return of the device.